Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is iii and their oral hygiene is noted as good. There is no medical or dental history prior to implant placement. The patient presented on (B)(6) 2023. For a primary procedure on tooth #11. On (B)(6) 2023. The patient returned and it was determined that the implant had a failure to osseointegrate. The device was explanted and replaced with an additional implant.

Manufacturer narrative:
The device has not been returned. If/when the device is returned, an investigation will be carried out and a supplemental report will be submitted.

Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot #6125296 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the stock product for hahn tapered implant lot#6125296 is not applicable for review since the issue is customer related. Investigation methods/results: customer has not returned the reported device for review to date. However, the non-visual device investigation has been completed. Root cause: failure to osseointegrate is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to. IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in warning section: absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in warning section: the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin.

Manufacturer narrative:
Additional data: b1, b2, h6 (type of investigation codes, and investigation conclusions code - 22). Corrected data: b5, e1, g1, h1, h6 (medical device problem code, investigation findings code, and investigation conclusions code - 4315). Note: e1 added in previous follow-up report is incorrect. CAPA: ca-00016. Manufacturer reference: (B)(4).

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is iii, and their oral hygiene is noted as good. There is no medical or dental history prior to implant placement. The patient presented on (B)(6) 2023 for a primary procedure on tooth #11. On (B)(6) 2023, the patient returned, and it was determined that the implant had failed to osseointegrate. The device was explanted and was not replaced, but new implants were placed in other locations.